Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported while performing flap creation on the patient's right eye, suction broke twice. Once was due to conjunctival creep and the other due to a trapped air bubble. A good centration and dock was achieved on the third attempt. The doctor started to separate the flap by the hinge. As the doctor swept inferiorly, the flap looked thin. While sweeping the final third of the flap the interior temporal section stayed adhered to the bed which caused a torn flap. The doctor decided to return the flap and counsel the patient on how to proceed at a later time. The flap thickness was programmed at 120 microns. The doctor mentioned that the patient did have a scratch in the area previously.

Manufacturer narrative:
The root cause of the reported event can be attributed to patient's anatomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon stated the patient had a buttonhole and incomplete flap. The procedure was aborted.